Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with transient light sensitivity in both eyes(ou) at post treatment. Topical steroid dosage was increased. It was stated that the patient had no a loss of best corrected visual acuity (bcva). The surgery center noted very light sensitive ou. Anterior chamber (ac) quiet and deep (q&d) ou, corneas clear. The patient¿s comments were of being very light sensitive. The patient reported the symptoms are not interfering with daily activities. Pred forte 1 percent was administered to be tapered off and at this time, the patient is being managed. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.25 x -1.25 x 175, left eye pre-op 20/20 -1.75 x -1.50 x 15.